Event description:
Have been using poise incontinence pads. Developed extremely itchy rash where pad touches - lower abdomen to above anus (long length pads). Thought at first it was a vaginal yeast infection, but I had no itching inside vagina; only externally. Intense itching. Finally stopped using pads. The next day, itching started decreasing. Looked it up on the internet. Complaints going back to 2014. Is this product over the counter? Yes.